Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.

Event description:
On 3/23/2022, it was reported by a sales representative via email that an ar-1915sf corkscrew suture anchor sutures broke during inserting the anchor. Both sutures and anchor were removed from the patient and case was completed using another item. This was discovered during a procedure on (B)(6) 2022. Additional information requested.